Event description:
Healthcare professional reported left side "capsular contracture baker grade IV". Patient later reported "experienced bii symptoms, weight loss, and hair loss with this implant". The event of weight loss and hair loss are not device related. Device has been explanted.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2023-19768. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.